Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/15/2015 with the following findings: evaluation revealed that the audio bolus button cover was detached and present. There was contamination present under audio bolus button contact. The audio bolus slug was not present. The keypad appears unremarkable. All keypad buttons present with intermittent function. The keypad was removed and contamination was present under all button contacts. There was no moisture within device. A dim display was found, the characters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a contamination under buttons and a dim display. This report is made based on results of investigation completed on 07/15/2015.